Manufacturer narrative:
(B)(4). The events of itching, swelling, hard areas, redness and delayed hypersensitivity are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, hypersensitivity, itching and skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine in the chin, mentalis crease, marionettes and cheeks as well as juvéderm® volift® with lidocaine in the lips. Four weeks after injection, the patient developed a "swelling reaction" that composed of product feeling hard in areas, swollen lips, redness in chin and itchiness in the chin area. Patient initially took antihistamines for the itch and applied 1% sigmatcort to the chin. There was concern that the patient had developed delayed hypersensitivity to the product. On the following day, the patient was prescribed cephalexin and then prednisolone the day after that by their general practitioner. Itching stopped and redness eased after taking cephalexin and hardness of the product eased 2 days after taking prednisolone. Symptoms have resolved. This is the same event and the same patient reported under MDR ID #3005113652-2017-00623 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm® voluma® with lidocaine.